Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Surgical intervention was taken to inspect the catheter. The catheter was observed to be damage. The physician explanted and replaced the catheter.